Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received the marathon catheter, no damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages or irregularities were found with the marathon distal marker/tip. The marathon micro catheter was flushed; water and blood exited distal tip only. The marathon micro catheter was tested with an in-house guidewire. The in-house guidewire was hydrated and inserted into the marathon hub and passed through the distal tip lumen without issue. No other anomalies were observed. Based on the returned device analysis, there was no defect found on the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. Once the device is analyzed and the investigation is completed a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter was punctured by the chikai x10. The puncture was located about 2~3 mm from the tip of the marathon, and the tip of the wire exited out from the catheter side. No resistance was experienced when the guidewire was advanced through the marathon. No patient injury occurred, and the devices were removed. There was no damage to the guidewire. A new marathon catheter was used to treat the patient. Transarterial embolization (tae) case using arteriovenous malformation (avm) liquid embolus (n-butyl-2-cyanoacrylate (nbca). The vessel anatomy was moderate in tortuosity. The case time was long (five and a half hours). The patient was exposed to a high dose of fluor, the procedure was completed in consideration of risk.